Event description:
It was reported that since noise was observed on the rv pace/sense portion, and later on the new pace/sense lead, the physician suspected the problem was with the device. The device was explanted and replaced. The patient condition after the procedure was good.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.